Event description:
It was reported that the colonovideoscope's knobs for angulation control were loose during a diagnostic colonoscopy, resulting to a 30-minute prolongation in the procedure. There were no reports of further patient harm.